Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after pressing the plug release button on a 6f exoseal vascular closure device (vcd) and waiting 6-8 seconds, the entire vcd was withdrawn, and it was found that the plug had not been completely released. Upon removal, the plug was found partially deployed and partially outside the shaft, and it fell out of the shaft upon removal from the patient. 15 minutes of manual compression was performed to achieve hemostasis. There were no reported injuries to the patient or adverse events. The exoseal was used for closure of the femoral puncture site after a cerebrovascular interventional procedure. The procedure used a retrograde puncture approach. A 6f non-cordis vascular sheath was used. One exoseal vascular closure device (vcd) was used. The device was stored and prepared according to the instructions for use (IFU), and the physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. The femoral artery's suitability was verified by angiography, including confirmation of a 30¿45-degree insertion angle, and the vessel diameter was verified to be =5 mm. No visible calcium or plaque, stents, or >50% stenosis was present at or near the puncture site. There were no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The patient¿s body mass index (bmi) not greater than 40. There was no noted resistance or friction during device advancement, and the sheath was not kinked or bent. Pulsatile blood flow visible decreased and the indicator turned completely black prior to pressing the deployment button. The deployment button was fully depressed and flushed against the handle. There was no indication that any portion of the plug remained inside the patient. The indicator wire was not visible when the device was removed. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after pressing the plug release button on a 6f exoseal vascular closure device (vcd) and waiting 6-8 seconds, the entire vcd was withdrawn, and it was found that the plug had not been completely released. Upon removal, the plug was found partially deployed and partially outside the shaft, and it fell out of the shaft upon removal from the patient. 15 minutes of manual compression was performed to achieve hemostasis. There were no reported injuries to the patient or adverse events. The exoseal was used for closure of the femoral puncture site after a cerebrovascular interventional procedure. The procedure used a retrograde puncture approach. A 6f non-cordis vascular sheath was used. One exoseal vascular closure device (vcd) was used. The device was stored and prepared according to the instructions for use (IFU), and the physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. The femoral artery's suitability was verified by angiography, including confirmation of a 30¿45-degree insertion angle, and the vessel diameter was verified to be =5 mm. No visible calcium or plaque, stents, or >50% stenosis was present at or near the puncture site. There were no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The patient¿s body mass index (bmi) not greater than 40. There was no noted resistance or friction during device advancement, and the sheath was not kinked or bent. Pulsatile blood flow visible decreased and the indicator turned completely black prior to pressing the deployment button. The deployment button was fully depressed and flushed against the handle. There was no indication that any portion of the plug remained inside the patient. The indicator wire was not visible when the device was removed. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter (ID) was conducted in the received unit and was found within specifications. The functional deployment simulation evaluation could not be performed, as the device was received in fully deployed condition. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed as the returned device was received fully deployed with no plug returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.